Event description:
Device 2 of 2. Reference MFR report#: 1627487-2012-05989.

Manufacturer narrative:
Eval results: visual inspection of the ipg header revealed discoloration likely caused by a breach on the silicone header. The ipg passed functional testing after the header was cleaned. Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.